Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the 5.5mm x 14.7mm ft bio-corkscrew suture anchor with two #2 tigertail was being used in a rotator cuff repair procedure. A 5.5mm punch hole was made in patient bone and was reported as on a good angle. Upon inserting the anchor, half of the anchor broke. A portion of the anchor was removed using a grasper. The remaining broken portion that was in the bone remains in the bone. The procedure was completed successfully by using another anchor. No patient injury reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up due to device evaluation for a previously submitted MDR complaint confirmed. The evaluation revealed that the distal portion was broken-off at the thread. The implant fragment's fracture surface displayed a torsional fracture pattern. The complainant's event was more than likely caused by over-insertion, improper bone preparation and/or excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the 5.5mm x 14.7mm ft bio-corkscrew suture anchor with two #2 tigertail was being used in a rotator cuff repair procedure. A 5.5mm punch hole was made in patient bone and was reported as on a good angle. Upon inserting the anchor, half of the anchor broke. A portion of the anchor was removed using a grasper. The remaining broken portion that was in the bone remains in the bone. The procedure was completed successfully by using another anchor. No patient injury reported.